Event description:
It was reported that a cartridge change error occurred. The customer cleaned the pneumatic tap area on the pump and reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.